Manufacturer narrative:
On 12/10/2019, a manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: hypertrophic scar. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent a breast augmentation primary with a mentor smooth round moderate profile 325cc and experienced deflation on the right breast implant. The patient reported that deflation might have been during day when the patient was riding on the mountain. On (B)(6) 2019, it was reported to mentor that the patient experienced bilateral developmental hypomastia. The left breast implant was not totally full. The left implant appeared to be intact. However, there was a hypertrophic scar on the left side. The left device was discarded. As a result, the patient had undergone removal and replacement with saline mentor smooth round moderate profile 425cc on (B)(6) 2019. This medwatch is for the left breast implant.